Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a handpiece occluded during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on july 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).